Event description:
It was reported that a false-positive tachycardia episode occurred with the implantable cardiac monitor due to oversensing of t-waves, and there was also intermittent undersensing. It was advised to extend t-wave blanking to 300ms, with intervals between 200-230ms, and it was discussed that the next option would be to extend blank after sense to 250ms, with the understanding that tachy detection would be blinded after 240bpm. Intermittent undersensing and the option to program sensitivity to 0.025mv were also discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.